Event description:
The surgeon inserted a plate collamer lens model cc4204bf, diopter +34.0. The lens tore while advancing out of the cartridge and the cause of the lens damage was unknown. When the lens was removed, the incision was enlarged and a suture was needed. There were no other patient injuries. The lens was cut into pieces when it was removed.